Manufacturer narrative:
The cartridge was not retained for investigation. The device history record was reviewed and no related defects were found during the manufacturing of this lot. Biocompatibility of the device has been established. Allergic or adverse reactions are known risks of hemodialysis. The nxstage one user guide includes allergic or adverse reaction as potential risks associated with dialysis treatments and also includes warnings to observe the patient and monitor physical status for potential complications. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2017 from a home therapy nurse regarding a (B)(6) -year-old female patient who became symptomatic approximately one hour into a standard in center hemodialysis treatment on (B)(6) 2017. The patient developed symptoms of hypotension, vomiting and feeling cold. A saline bolus was administered and the symptoms resolved with no additional medical intervention.